Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The supera instruction for use (IFU) instructs that following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined that the cause for the reported the reported difficulties were due to use error. It is likely that the thumbslide was not retracted and the system lock was not locked prior to removal causing the tip to catch on the stent and detach. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a supera stent was implanted in the superficial femoral artery to popliteal artery, mild-moderately calcified lesion without issue. It was initially thought that the thumbslide was fully retracted and locked, so the delivery system was ready for removal. The guidewire was removed from the patients anatomy. After removal, it was then noted that the supera delivery systems tip had separated. The tip was hanging out of the sheath and was located inside the guide catheter. All was removed from the patients anatomy as a single unit. The supera stent remained implanted at the intended site without any issue. Once the supera delivery system was removed, it was then observed that the thumbslide had not been fully retracted and locked prior to supera delivery system removal. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.